Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 15 days post-operative of a caesarian section, there was a suture exposed in the skin incision. It was also stated that the patient had a skin reaction in the incision. The absorbable suture was found not completely dissolved and absorbed. The suture was cut off.